Event description:
During use of instrument, the silicone coating came off the tip of the instrument into the abdominal cavity and observed by surgeon and vendor rep. The surgeon retrieved it all with a grasper laparoscopically and the thunderbeat instrument was replaced with a new one without difficulties.